Event description:
It was reported, that the pump time was incorrect. Cause was unknown. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.